Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 21 mg/dl. Reportedly, the customer became unconscious, fell and the customer¿s foot was fractured. Reportedly, the cause was unknown. The customer was treated with fluids and was given glucose. The customer's foot was immobilized and customer's insulin vial was switch to a new one. The customer was release from the ER the same day. Upon being released from the ER customer¿s bg level was 286 mg/dl and customer was alert. Customer was given tramadol for foot pain.